Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following: event 1: spray/ backflow. "Rn (B)(6) offline with new clave connector. After disconnecting the syringe, the clave leaked blood onto patients gown bd max zero claves". Event 2: spray/backflow. "Filing on behalf of teammate as reported to me via email: "on (B)(6) while getting labs on a patient the vacutaner would not unlatch from the clave and when it did, the clave then sprayed blood on me, my glove, my scrubs (I had to get new ones from the hospital), and on my badge. I have attached a picture of my badge reel for reference."

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.